Event description:
It was reported that the cadd oxycodone was in constant purge. Per reporter, the pump was clamped immediately. The patient was asleep and not responsive to stimulation. Naloxone was administered to the patient with oxygen and the patient woke up after intervention. Review of the device programming showed no abnormality. The patient received 39.2 ml in a very short period of time. The oxycodone concentration was 1mg/1ml/hour with a continuous flow rate of 20 hours to 8 hours at 0.2 ml/hour and bolus of 0.2ml/20 minutes. Per reporter, the patient was checked by the nurse prior to the event, and the patient was awake with normal consciousness and normal parameters. Per reporter, the patient was receiving pain relief prior to this event. When the history of doses was reset to zero in order to see the use made by the patient, the nurse reviewed the history showed 2 bolus attempts but that the patient received zero. Reporter stated that in view of the patient¿s areactivity (rudkin 5), a measurement of parameters and a capillary blood sugar test is done to the patient, and the nurse was challenged by the purge noise of cadd while it was in constant purge.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. The customer stated the pump was in priming for 30 minutes, delivering 39.2 ml of oxycodone prepared with a concentration of 1mg/1ml over a very short time, overdosing the patient, who later required medical intervention (naloxone). The customer reported of patient overdose was able to be confirmed through event history inspection, but the "constant purge" was unable to be confirmed or duplicated during repair activities. Functional testing showed the device was infusing properly. The cause of the reported issue was an error in user programing (50,00 mg/hour delivery rate instead of 0,00 mg/hour mentioned in the report). Preventative maintenance was performed before returning the device to the customer.